Event description:
It was reported that the patient is experiencing bloody discharge from the left breast. It was also noted that the patient has not received efficacy with vns due to being a non-responder and that the device has reached end of service. The patient was therefore referred to have the device explanted. Although surgery is likely, it has not occurred to date. The physician reported that they are unsure if the bloody discharge is related to vns. It was noted that they have done other tests to see what it could be and have not found the cause. For that reason, they think the best next step would be to remove the device. There were no settings changes that preceded the bloody discharge.

Manufacturer narrative:
.